Event description:
It was reported that the pump was not working properly. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.